Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse determined that the cuvette load into ring sensor was not functioning properly causing the system to stop. The cse changed the senor and verified the proper functioning of the wash station. During the follow-up visits, the cse found that the system was producing same error and cuvette load into ring senor failed. The cse rechecked the wash station, which was functioning properly. The cse replaced the senor and found an issue with the wash probe 3. The valve does not cycle at all times which caused an overflow and damaged the sensor. The cse replaced the pinch valve, checked the wash station and ran quality controls, which were within acceptable range. The cse attributed the cause of the discordant, falsely elevated psa results to the malfunction of a wash probe 3. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated prostate specific antigen (psa) results were obtained on two patient samples on an advia centaur xpt instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated psa results.

Manufacturer narrative:
The initial MDR 2432235-2017-00387 was filed on june 26, 2017. Additional information (09/12/2017): a siemens headquarters support center specialist reviewed the service report and concluded that prostate specific antigen assay uses two washes, first at the aspirate probe 1 and second at aspirate probe 3. If aspirate probe 3 was performing intermittently, unbound waste would have remained in the cuvette. This could have potentially caused the discordant results.